Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Post procedure a myocardial infarction and patient death occurred. A promus element stent was placed in an unspecified lesion location. During advancement of the promus element stent the stent dislodged from the balloon. The physician was able to advance the stent delivery system's balloon through the stent and was able to inflate the stent. After inflation, the stent appeared foreshortened. No further intervention was performed and the procedure was completed with this device. A "few" months later the patient presented with myocardial infarction and the patient expired. The physician stated that the myocardial infarction and patient death patient were unrelated to the implanted promus element stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).